Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl and treated with bolus. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. The customer reported that the auto mode feature was active during the reported event. The customer declined troubleshooting for sensor glucose and blood glucose. The device will not be returned for analysis.